Event description:
It was reported that the balloon ruptured. The target lesion was located in the common iliac artery - external iliac artery. A 8.0 x 40, 75cm mustang was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced for different model to complete the procedure. There were no patient complications reported. It was further reported that 90% stenosed target lesion was located in the moderately tortuous and severely calcified common iliac artery - external iliac artery.

Event description:
It was reported that the balloon ruptured. The target lesion was located in the common iliac artery to external iliac artery. A 8.0 x 40, 75cm mustang was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres, the balloon ruptured. The device was removed and replaced for different model to complete the procedure. There were no patient complications reported.